Event description:
It was reported that a patient underwent an unknown spinal surgery. During the surgery, "when trying to remove the k wire it got stuck in the vertebral body and had to be pulled out with force. The distal tip snapped off (approximately 5mm was left in the vertebral body). The surgeon pulled out the k wire correctly albiet with force. He did not have to bend it and did not angle it in any way. The product was discarded with the other k wires."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4)